Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began 2021-mar-25. It was reported that the patient had lower back pain. They brought their stimulation down from 1.3 volts to 1.0 volts to see if it would make them feel better. They still had a back ache but thought it also might be from sitting on the wrong chair. They were advised to contact their doctor for medical advice. Two days later they reported they were concerned as they had not voided in seven hours and not gone. They drank a bunch of water and were able to go more. They were concerned, as they had loose diarrhea twice yesterday. They were advised to contact their doctor with medical concerns. They also stated they had a bad day. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that yesterday the patient got the chills and shakes for about an hour. Patient said their doctor gave them some antibiotics for this.